Manufacturer narrative:
The test strip lot number with the expiration date was not provided. On a regular basis, perform a strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of discrepant glucose results on an accu-chek performa meter. Three tests were performed "in a row" with results between 95 mg/dl and 151 mg/dl.

Manufacturer narrative:
Section d, device identification was updated. Sections d1, d2a, d2b, d4 lot no, d4 catalog no, and primary UDI number were updated. The accu-chek performa meter serial number was (B)(6).

Manufacturer narrative:
Section a3a was updated. Section b7 was updated. The customer did not return any product for investigation. As no product was returned, a specific root cause could not be determined. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.